Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 500818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tachycardia on (B)(6)2012, tubal pregnancy, ectopic pregnancy and multiple caesarean sections. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension since (B)(6)2013. Concomitant products included ketorolac tromethamine (toradol). On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / excessive cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 180 lbs. Discrepancy noted in date of insertion (B)(6)2006 and (B)(6)2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6)2006: neither fallopian tube was clearly identified on the exam. X-ray - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: medical records received. Lot number added. Medical history, historical drug, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 500818 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tachycardia on (B)(6) 2012, tubal pregnancy, ectopic pregnancy and multiple caesarean sections. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension since (B)(6) 2013. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / excessive cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 180 lbs. Discrepancy noted in date of insertion (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: neither fallopian tube was clearly identified on the exam. X-ray - in (B)(6) 2006: total bilateral occlusion. Risk assessment was reviewed and no update is required. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc (product technical complaint). On 7-feb-2020: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 500818 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tachycardia on (B)(6) 2012, tubal pregnancy, ectopic pregnancy and multiple caesarean sections. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension since (B)(6) 2013. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) of 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) of 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia) and dysmenorrhoea ("dysmenorrhea (cramping) / excessive cramping"). In (B)(6) of 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). On an unknown date, the patient underwent tooth extraction ("all top teeth pulled"). The patient was treated with surgery (surgical removal of coil(s). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the weight increased and tooth extraction outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, tooth extraction, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 180 lbs. Discrepancy noted in date of insertion (B)(6) of 2006 and (B)(6) of 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram on (B)(6) 2006: neither fallopian tube was clearly identified on the exam. X-ray in (B)(6) of 2006: total bilateral occlusion. Risk assessment was reviewed and no update is required. Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth extraction quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event tooth extraction added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tachycardia on (B)(6) 2012. Concurrent conditions included hypertension since (B)(6) 2013. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / excessive cramping"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdomen pain"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. X-ray - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received- previously reported event "injury " updated to "abnormal bleeding (vaginal)"events- "abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, pelvic pain, abdomen pain", reporter, medical history added. Events- "abdomen pain, pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) / excessive cramping " outcome updated to "recovered / resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.